Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to deviation of the reprocessing method from the instruction manual. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions, operation manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional evaluation findings are as follows: due to a pinhole on channel tube, water tightness was lost, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to a scratch on grip, water tightness was lost, due to wear of angle wire, the play of upward and downward angulation knob was out of the standard value, adhesive on the bending section cover or distal sheath had a chip, grip, plastic distal end cover, universal cord, scope cover and right and left knob, upward and downward angulation knob, control unit, forceps elevator, lock engagement lever had a scratch, protector of universal cord on suction connector side had a scratch, universal cord had a wrinkle, forceps channel port was shaved, flexibility adjustment ring had a scratch, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the colonovideoscope had a reduced angulation. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.